Manufacturer narrative:
Additional information was added to h4 and h6. H4: device manufacture date - the lot was manufactured between july 24-30, 2024. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter e-mail address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor did not empty completely during patient infusion. The infusion time was 46 hours however, the pump was connected for 48 hours, and still did not empty. The device was filled with fluorouracil and sodium chloride. There was no report of patient injury or medical intervention associated with this event. No additional information is available.